Manufacturer narrative:
The insulin pump had no button error alarm during testing. The insulin pump had unresponsive esc, act and up buttons due to moisture damage keypad traces. Unable to perform error test to verify error alarm due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed unexpected restart and wasn't able to clear it. Customer stated, he was in bed when the alarm occurred. Customer's blood glucose was 7.6 mmol/l. Troubleshooting was performed for button error alarm. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.